Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the drive unit overheats when working. The battery discharged completely. There was no delay in surgery. A spare device was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device evaluation was reported on previous follow up medwatch. Adding device evaluation codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history eval was performed. The investigation of the complaint articles has shown that: the review indicates the device has not been serviced during the past 6 months. Investigation summary concluded: the following complaint description has been reported: "device failure. The drive unit overheats when working. Thereby, the battery discharged completely." The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The device has been serviced and functional testing has been performed. During the pre-repair diagnostic assessment, the service technician identified the following failure control unit not functioning, defect. The root cause category was normal wear. The service history review shows no previous service conditions relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.